Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 3030677-2021-16310. Device investigation is completed; please see updated codes in this report.

Event description:
It was reported to philips the paddles adult adapters have scratches and physical damage. There was no patient involvement.